Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 435 mg/dl, 393 mg/dl and 413 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was active. Customer treated for high blood glucose with 5 units. Customer alleging possible insulin pump under delivery. Customer was neither in emergency room, nor admitted into hospital. Customer was able to perform high pressure test at this time and test was passed. The insulin pump will not be returned for analysis.